Event description:
A malfunction alarm was reported on the customer's pump. There was no reported impact to the customer's blood glucose level, as the customer was unable to verify due to the lack of a glucometer or active cgm. Technical support arranged for a replacement pump, provided instructions for the return of the malfunctioning pump, and advised the customer on using updated software with the new pump. The customer will use multiple daily injections (mdi) as backup therapy while awaiting the replacement.